Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross 18 imaging catheter was selected for use in the ultrasound examination. During the procedure, the image appeared black and the catheter was unable to cross the lesion, however the catheter broke. The procedure was completed with another of the same device. There were patient complications reported.